Event description:
Initially it was reported by arjohuntleigh's representative that whilst unattended operation, hoist's legs closed uncommanded and overshot the stop causing actuator to drive through side casing on right leg. No patient was involved. Device examination showed that device condition is good, no obvious dents or scratches, all functions were working correctly. Provided photos confirmed broken out chassis - one leg were closed inwards and exceeded its normal range. In accordance to this failure and described unintended operation we can state that this device failed to meet its specification. Arjohuntleight's representative who examined the involved device could not identify faulty component that caused hoist fault.

Manufacturer narrative:
This report is being filed under exemption (B)(4). Additional information will be provided following the conclusion of the investigation. (B)(4).